Event description:
It was reported that on (B)(6) 2024, a 31 mm amplatzer amulet left atrial appendage occluder was chosen for implant using an unknown delivery system. The amulet was implanted and it got embolized after the implantation.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolization post implant and mitral valve stenosis was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information available, it is difficult to determine with certainty the exact cause of the reported embolization. The reported surgical intervention was a result of case-specific circumstances the embolized device was surgically removed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. The sizing of the device was determined by transthoracic echocardiogram (tte) and angiographic measurements. The left atrial pressure was mean 16mmhg and no fluids was given. During procedure, the close criteria was satisfied and the amulet was successfully implanted. The device compression was in a barrel shape. There was no leak detected around the lobe of the device. Four hours after the procedure, tee showed the device was anchored in the chordae tendineae of the mitral valve and there was mitral valve stenosis. The device was surgically removed. The patient was reported recovering.